Event description:
On (B)(6) 2017, the patient contacted lifescan (lfs) USA alleging that her onetouch ping meter was reading inaccurately high. The complaint was classified based on customer service representative (csr) documentation, and further information clarified when medical surveillance specialist reviewed the call. The patient stated that the she became aware of the alleged product issue on (B)(6) 2017, around 3.37 am. The patient stated that she obtained inaccurately high blood glucose results of ¿438, 114 and 271 mg/dl¿. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The patient manages her diabetes with insulin pump therapy, and made no changes to her normal diabetes management regimen, in response to the alleged meter issue. The patient reported that on (B)(6) 2017 at 1am, she developed symptoms of ¿extremely anxious, nervous, extreme thirst and nauseous¿. In response to the symptoms she took a blood glucose test and obtained a result of ¿419 mg/dl¿, which she felt was accurate. At 1.10 am she did not feel any better and administered a further 13 units of novolog. The patient is reporting that because of the inaccurate erratic readings, she is unsure how much insulin to administer, and has to suffer the alleged symptoms longer than normal. There is no evidence the patient received or required any treatment. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure and the control solution test had not been selected manually on the device, and the vial was not cracked or broken. The test strips were stored correctly and had not expired, and the patient was using an approved sample site. Csr noted the patient had no control solution. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event while using the product. Although the patient¿s symptoms occurred prior them obtaining the alleged inaccurate results, the alleged meter issue could not be ruled out as a cause or contributor to the event.